Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter states that he did a site and set change four days prior, the next day his blood glucose began to rise, they did not attempt to change out his site or set not did they administer any injections. His bg's stayed elevated, one the event date, he was brought to the. Upon admit his blood glucose was >600 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.